Event description:
The device is intermittently not recognizing the therapy cable, which was identified after an upgrade. The serial number has not yet been reported. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.